Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received 1 drainage bag with inlet tubing, sample port connector, and silicone foley catheter attached. Returned catheter contained mushroomed balloon. Returned catheter was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water. The catheter inflated and deflated with no difficulties. Solution flushed into inlet tubing into bag and flowed freely with no difficulties. Also received 8 photo samples: photo sample 1: top view of bag connected to catheter, photo sample 2: top view of bag with inlet port, photo sample 3: top view of back of bag, photo sample 4: top view of catheter, photo sample 5: zoomed in showing side profile of end of catheter with deflated mushroomed balloon, photo sample 6: zoomed in showing sample port connector with blue connector flushed and sealed, photo sample 7: zooms in on lot number listed on bag which is 230540, photo sample 8: zooms in on inflation cap with pcn listed as 2758j12 and lot number listed as nggy5693. No root cause could be found because the reported event was unconfirmed. DHR review is not required as the reported event is unconfirmed however DHR review was completed prior to sample evaluation. Labelling review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urine was not flowing out and the issue was found 4-5 hours after being detained.

Event description:
It was reported that the urine was not flowing out and the issue was found 4-5 hours after being detained.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.